Event description:
It was reported that while in the cath lab the teflon sheath was inserted into the pt's femoral artery. The intra-aortic balloon (iab) was inserted into the teflon sheath and the "balloon was unwrapped." As a result, the iab could not be advanced in the sheath. The md removed the iab and a new kit was used. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The pt outcome is listed as "good." Additional info received on 09/10/2010 from arrow japan stated that the iab was prepped per instruction. The iab was removed and sheath remained in insertion site. A new iab was inserted into the sheath successfully.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.